Event description:
Reported indicated a vns patient was having increased seizures, and that the vns was at end of service. However, it was unclear if the patient was still receiving vns therapy as the diagnostics test reported indicated therapy was being delivered, but it is not known which diagnostics test was performed. The patient had vns generator replacement surgery. All attempts to have the explanted generator returned have been unsuccessful to date. All attempts to the reporter for additional info have also been unsuccessful to date.